Event description:
Medtronic received a report that the patient was undergoing off-label emergency treatment for giant fusiform aneurysm of the proximal basilar trunk with brainstem compression under general anesthesia with left radial artery access into the left vertebral artery. The surgeon and patient were both aware that the device used was associated with a recall prior to the procedure. Although getting access in a very tortuous left vertebral artery was difficult, the surgeon was able to effectively and accurately deploy three 6mm x 50mm vantage 027 devices and one 6mm x 30mm vantage 027 device across the aneurysm in the vertebrobasilar circulation. The patient came out from anesthesia and had a very mild drift in the right upper extremity and a very mild, transientweakness in the right lower division of the face. Through the night, the patient did very well and was stable, dysarthria and dysphagia. The patient was placed on 325 mg of aspirin and 75 mg of plavix for 7 days prior to the procedure. This was continued after the procedure and was switched to 81 mg of aspirin and 90 mg of brilinta twice a day. Unfortunately, on postoperative day #1 around 9 to 9:30 am, the patient developed significant left-sided dense hemiparesis, which progressed to significant swallowing problems, accompanied by increased tone in all four extremities. By postoperative day #2, this had progressed to full unresponsiveness with intubation, and magnetic resonance imaging (MRI)) confirmed thrombosis of the aneurysm (as anticipated) with significant compression of the pons, but now with diffusion-weighted abnormality in that area indicative of acute injury. In accordance with the patient's advanced directive and with the agreement of the family, the patient underwent compassionate extubation, continuing comfort measures only for his care. The patient passed away. It was noted that no device deficiencies or problems with delivery or complications occurred during the procedure. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). As a conclusion the complications that occurred were related to thrombosis of the a neurysm, causing further compression to the brainstem and the pontine region, causing further compression to the brainstem and the pontine region, resulting in injuries to that area of the brain.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.